Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one abs fixation device with 30 tacks. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the instrument was fully fired. The handle was actuated and cycled properly. There were no components disengaged or missing from the unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia repair procedure, the tacker would not consistently deploy tacks and when it did, the tackers were not always adhering to the tissue. Tackers fell into the patient's cavity and were reportedly left there. X-ray was not performed. Unknown whether the tacker was retrieved. Another device was opened to complete the case. Patient was alive with no injury. Patient status: discharged.